Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device had flipped multiple times, and it was possible the lead had moved. It was stated the patient had lost weight. It was also stated the patient had dementia. Additional information has been requested, a follow-up report will be sent if additional information becomes available.